Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-00453: it was reported the patient has lost effective stimulation due to lead migration after bending over. An x-ray was taken to confirm migration. Surgical intervention may be pending to address this issue.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2018-00453: follow up information identified that patient had leads removed and replaced. Therapy has been restored post-operatively.